Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. Additionally, to provide a correction to the initial (d9 and e3). The subject device was manufactured in april 2023, but the specific date is unknown. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the past investigation results, it is likely that the needle tube was broken and was retrieved occurred due to the following mechanism: 1.) A bending force was applied to the needle tube when piercing the hard body tissue during the procedure. This caused the needle tube to bend excessively. 2.) When the needle slider was pulled, a force was applied to the needle tube in a direction to make it straight. This caused the needle tube to break. However, the subject device was not returned and the root cause of the phenomenon could not be identified. The event can be prevented by following the instructions for use which state: ·when inserting the instrument into the endoscope, the distal end of the needle tube may be bent. When piercing the target, confirm the distal end of the sheath and needle tube in the endoscopic field of view and/or ultrasound image while considering such bending. Otherwise, patient injury such as perforation, bleeding, or mucous membrane damage may occur. Do not try to straighten a bent or deformed needle with your hands because the needle may break. Use a spare needle instead. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during a bronchoscopy with endobronchial ultrasound-guided transbronchial needle aspiration procedure, this single use aspiration needle broke and fell off. The needle was inspected at the start of the procedure and was used for approximately seven passes into the lymph nodes without any indication of an issue. On the last pass, it was noted that the needle tip was unattached from its shaft and in the lung tissue. The physician was able to retrieve it. The physician performed a complete airway inspection and post procedure chest x-ray. The procedure was completed with a similar device. The procedure was prolonged for approximately five minutes. The reported problem did not affect the diagnostic outcome of the procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2023-00302. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available. H3 other text : to date, the device has not yet been returned for evaluation.